Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.6_vticmo 12.6mm -11.5/+1.0/095 (sphere/cylinder/axis) diopter implantable collamer lens was implanted upside down into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a same size lens and the problem was resolved. D4: model# vticmo12.6. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.5 diopter was implanted upside down into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a same size lens and the problem was resolved.

Manufacturer narrative:
Weight-race:unk. Work order search: no similar complaints within associated lots were found. Claim#(B)(4).